Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was administered to address bg. Reportedly, the customer cleaned the speaker holes and cleared the altitude alarm. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy.